Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely that an expected or random component failure, without any design or manufacturing issue, caused the customer's allegation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had a scope communication error e315. The issue was found during inspection for use for an unspecified procedure. There were no reports of patient involvement.